Event description:
A patient's formula feed was delayed as a result of 2 malfunctioning kangaroo pumps. Pumps were not properly priming and delivering feed, with constant error alarms. The patient's gt (gastric tube) was flushed, pump was re-primed, bags were changed and the problem persisted even after trying a new kangaroo pump. The problem could only be solved by switching to an entirely different style pump, a model 924 to resume the feeds. Staff believe that the error alarms are related to the thickness of the formula. When the different pump model was used with the formula, there was no error alarm. The alarm occurs regardless of whether the pump/tubing are connected to the patient or not. This facility continues to have problems with this pump when thicker formulas are used.